Manufacturer narrative:
Referring to the product inquiry all reported instruments (target device and both nail holding screws) are considered primary products. No further associated products were reported. A review of the DHR / inspection records for the reported instruments revealed no discrepancies; no material or manufacturing related issues were found. Further, the devices were documented faultless prior to distribution and as they had been in use for a longer time (6 resp. 10 years) we pre-suppose that they had fulfilled their tasks in former surgeries as intended without problems reported. Fretting marks inside the metal tube of the target device (where the shaft of the nhs is located in assembled condition) are visible; they correspond to the fretting marks at both nail holding screws received. The fretting marks most likely were caused by attempts to attach the nail to the target device by force. However, due to the deformed prong at the nail adapter portion assembling of the three units (nail, nhs, target device) was not possible, since the thread of the nhs only rotated without reaching the nail thread. Most likely during this process parts of the shaft and the thread abraded by friction and fretting corrosion occurred. Appearance of damage at the face side of the hexagon of both nail holding screws indicates that the heads have been hit by a mallet which is considered off-label use. The deformed prong of the target device also shows signs of misuse. The IFU clearly instructs: ¿do not hit instruments unless they are specifically intended for impaction. Never hit targeting devices or elastosil handles other than those with an integrated strike plate!¿ in case of intended use such damage would not have occurred. Malfunction is usually found during pre-op inspection which is required per IFU. In case any deviations are detected during inspection prior to use the affected / deviating product must not be used during surgery. Timely functional check ensures that spare parts can be supplied in appropriate time. The stryker osteosynthesis "instructions for cleaning, sterilization, inspection and maintenance" (literature number l24002000) help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. Pre-supposing that fully function of the target device and both nail holding screws was confirmed by a pre-operative check it can be concluded that the damage presented occurred during intra-operative procedure. Based on the above observations the root cause of the reported event is not linked to a deficiency of the devices, but is rather considered improper handling by the user (user-customer-learning gap errors; lack of knowledge/skill). Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
During t2h surgery, the nail holding screw stuck in the target device. Then, the surgeon changed the nhs to another one, but the same issue was occurred. The other instrument set was delivered from another hospital and the surgery was finished. The delay of the surgery was approx 1 hour.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2h surgery, the nail holding screw stuck in the target device. Then, the surgeon changed the nhs to another one, but the same issue was occurred. The other instrument set was delivered from another hospital and the surgery was finished. The delay of the surgery was approx 1 hour.